Event description:
The user facility reported that a hospital employee received splinters in her finger while attempting to adjust the angle of an anesthesia armboard. The employee had the splinters removed by a surgeon in the same room where the event occurred, and later followed up with employee health where ointment and a bandage were applied. The employee did not miss time from work, has fully recovered and has no sustaining injuries.

Manufacturer narrative:
The user facility stated that the armboard has been removed from service and has ordered a new armboard.the armboard subject of this event exceeded its useful life of 5 years and should not have been used in the condition observed. The anesthesia armboard operating instructions state "cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing".steris offered to conduct in-service training regarding the proper usage and inspection of anesthesia armboards, however the facility declined.